Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. Return requested. Replacement device shipped spectra psu kit shipped to site. No parts have been received by manufacturer for analysis. 12/09/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a shunt placement procedure, the navigation system positioning sensor unit (psu) made several beeping noises for two minutes, then all lights were off except the orange bump sensor. One minute after, normal function was restored to the navigation system. This behavior repeated a second time. The button of virtual tip could not be pressed, however, the screen was changed and the button was down. The surgeon opted to continue and completed the procedure with the use of the navigation system and the imaging system. There was no delay of therapy. There was no impact on patient outcome.